Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak was identified coincident with peritoneal dialysis therapy. The patient stated that the cycler was alarming air detected in cassette during drain zero and fill one of treatment. The patient cancelled treatment. Upon removing supplies the patient discovered fluid in the cassette door. Upon follow up, the patient confirmed that they were able to complete treatment manually. The patient confirmed that they received the replacement cycler. The patient is continuing peritoneal dialysis therapy with no further issues. Follow up with the patient¿s nurse was attempted but unsuccessful. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.